Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in esophageal variceal ligation procedure performed on (B)(6) 2025. According to the complainant, during the procedure the band failed to deploy. Upon removal of the endoscope, the band was found to be tangled. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.